Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's chronic right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. As a result the lead was surgically abandoned and successfully replaced. Then a new rv lead was implanted, which exhibited the same oor impedance measurements. It is thought that there might be a connection issue, or something wrong with the device. The device and new lead remain in service. The patient's device was not reprogrammed and no check for connection issues was done at this time. The physician will re-evaluate at a later date for possible intervention. To date, no adverse patient effects have been reported.